Event description:
It was reported that a defective hand piece error code 14 was received. Troubleshooting was attempted 3 times without success. It was stated that the error would not clear. It was noted that the patient had to reschedule the procedure due to the lack of a second hand piece. Additional information received reported that an error message came up defective hand piece and that the device was disassembled and the procedure was restarted twice without resolution. It was noted that the problem occurred prior to the start of the procedure. There were no patient injuries and the patient recovered without sequela.

Manufacturer narrative:
Other (hand piece). (B)(4): analysis of the hand piece, model #8929, serial #(B)(4), lot # 119761, found that the left needle thermocouple was open.